Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer entered incorrect weight. Customer updated their pump settings to address the event.